Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: a video was received for review. Review is in progress and not yet completed. Upon completion of video review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during and unknown procedure, before used on the patient, noted there was a small crack near the duckhill. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Pc-(B)(4). Date sent: 3/26/2021 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was returned with no apparent damage. Further analysis shows a seal protector petal slightly torn. The observed damage suggests that a pointy instrument was inserted through the trocar. However, no conclusion could be reached as to what caused the reported event. In addition, it was functionally leak tested performed and it passed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2021. Additional information received: during the visual analysis of one video, the following was observed: the video shows a trocar from top view and there appears to be damage on the seal protector. Based on the video, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.